Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and calibration data was normal. Quality control data was within range. A general reagent issue can be excluded since calibration and control data are fine. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer stated that it has been almost 3 years since replacement of the sample probe. Maintenance is not performed on the analyzer on a daily basis, it is done almost on a weekly basis. The investigation determined the issue is consistent with insufficient analyzer maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crp4 c-reactive protein gen.4 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a crp value of 1.50 mg/l and repeated with a value of 74.72 mg/l. The repeat value was considered to be correct as the patient had a previous high result. The crp reagent lot number was 58510001, with an expiration date of 31-oct-2022.